Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were looking online because they have had problems with the stimulator for "quite a while" and the manufacturer website is not user friendly. The patient stated they are coming up for a replacement but, they were told the ins would last 5-10 years. Pt stated they saw eri service code 201 probably a week ago. Agent reviewed eos. Pt stated they use a ride along cart and may get a wheelchair and they use a cane. Pt then asked if it was 'normal' for them to feel numbness in their lower back or tingling down their legs to where the back gives out. Pt also mentioned that where the ins battery is, there is a lot of pain around there. Pt stated they went to the hospital and they checked the 'lines' with an MRI and was told it was working properly. Pt thinks their body may be rejecting the ins. Pt asked about recalls of the ins - agent reviewed information. Agent asked about falls/trauma; pt stated yes, they fell down the stairs about a year ago because their legs gave out from under them. Pt stated that the manufacturer representative (rep) 'should know about this' but they have not seen a rep in a long time. Pt stated they fell on their back, bruised their back, and also hurt their right arm. Pt stated that should not have happened since they have this implant. Pt stated they have very high pain and it 'drops your legs'. Pt stated they will increase and decrease stimulation when their back is hurting really bad but, agent understood the pt may not have had education on using the external components. The pt was redirected to their healthcare provider (hcp) to further address medical concerns, ins programming, and eri message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.